Event description:
Reportedly, the subject device was explanted due to ventricular capture failure.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was explanted due to ventricular capture failure.